Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "patient complained of tibial pain post tibial implantation. Tibia was healed. Rod and screws were removed at patients request."